Event description:
It was reported that the patient had a power on reset (por) condition the day after a revision when he tried to turn stimulation on. The patient was not able to adjust stimulation and noticed the message displaying ¿call your doctor¿ icon. Additional information stated that ¿it was becoming more of a problem for the patient now with the por condition,¿ but was scheduled for reprogramming.

Manufacturer narrative:
Previous "description of device or event" that was reported was a duplicate (see manufacturing report #3004209178-2015-00340). Event not reported late as all symptoms and device issues were previously coded, and the serious injury and revision/intervention was reported.

Event description:
It was reported that there was a seroma following an implant. The patient noticed that the incision site was not healing properly and started oozing within a couple of weeks of implant. Tests showed no signs of infection. The revision previously reported was due to the seroma on (B)(6) 2014 where the site was cleaned out and fluid was trapped.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0334k, implanted: (B)(6) 2012, product type lead. (B)(4).